Event description:
The company sales representative reported that the patient's custom implant requires a revision due to aseptic loosening of the femoral component; the tibial component is unaffected. The patient's aseptic loosening is a result of poor cementation as concluded by the patient's surgeon and the patient's x-rays. A new custom distal femur implant is currently being designed and manufactured by stanmore implants. The revision date is tentatively scheduled for (B)(6) 2014.

Manufacturer narrative:
The patient underwent successful revision of the distal femur jts. A definitive root cause of the aseptic loosening has not been identified, however aseptic loosening can be a known mode of failure for orthopaedic implants, which may occur as an early or a late complication. The device was implanted nearly 4 years. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. This complaint is being closed and tracked and trended. Corrected data: common device name/product code was corrected from "distal femur implant" to "limb salvage system/kro". Expiration date was corrected from 07/13/2011 to 07/10/2011.

Event description:
The company sales representative reported that the patient's custom implant requires revision due to the aseptic loosening of the femoral component; the tibial component is unaffected. The patients aseptic loosening is as a result of poor cementation as concluded by the patient's surgeon and the patient's x-rays. A new custom distal femur implant is currently being designed and manufactured by stanmore implants. The revision date is tentatively scheduled for (B)(6) 2014. This is a supplemental report to 3004105610-2014-00025 (B)(4). Note: complaint (B)(4) has been split into 2 parts - (B)(4) (3004105610-2014-00025) regarding aseptic loosening and (B)(4) (3004105610-2014-00041) regarding customer service issues.

Manufacturer narrative:
The surgeon confirmed that the reason for the patient's revision after 3 years was due to aseptic loosening caused by poor cementation. It is well known that aseptic loosening is a principal mode of failure of the cemented stem fixation all modular lower limb mega-endoprostheses. Over the years, changes to the design of conventional implants such as the introduction of a grooved hydroxy-apatite (ha) collar at the shoulder of the implant and use of the rotating hinge knee instead of fixed hinge knee design, have reduced the risk of aseptic loosening dramatically (B)(4). Nonetheless aseptic loosening remains a common failure mode with cemented stem implants. A supplemental report will be provided following the revision scheduled in mid-(B)(6). Note: this custom device is similar to jts extendible distal femoral implant (k133152).